Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01309. This report is being submitted as additional information. The referenced previously pump exchange was reported on medwatch MFR report # 2916596-2018-00256. Approximate age of device- 1 month, 5 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. The report of a few elevated watts was confirmed through the evaluation of the submitted log file; however, a specific cause for this finding could not conclusively be determined. The hmii lvas instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was seen in clinic on (B)(6) 2018 with elevated pump speeds. The patient had recently undergone a pump exchange on (B)(6) 2018; however, the patient¿s lactate dehydrogenase (ldh) was elevated to 460 u/l. The patient's anticoagulation regiment was 325 aspirin and coumadin. The patient¿s recent international normalized ratio for prothrombin time (inr) was at 2.2 and their blood pressure readings were up a little in clinic at 84 doppler at which time lisinopril was increased. The patient's system log files were submitted for review. The manufacturer¿s technical service representative reviewed the log files dated between 14feb2018 and 15mar2018 and observed intermittent power and flow elevations observed on multiple days. The power was ranging between 10 ¿ 11.9 wattage and the estimated flow was reading 7.6 ¿ 10.4 liters per minute (lpm). The last line data captured showed power measuring at 5.4 watts and the estimated flow reading at 5.4 lpm. The power and flow were trending slightly downwards and the pulsatility index (pi) appears to be trending in a stable state.